Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 2/26/2018; electrode belt: 9/23/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly at home at the time of passing. The patient reportedly lost consciousness and ems was called and attempted to resuscitate the patient without success. Review of the patient's download data revealed that prior to passing, the patient received an appropriate treatment from the lifevest. At 18:47:36, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was asystole. At 18:47:44, the patient's rhythm transitioned to sinus bradycardia at 30 bpm. Per the patient's continuous ECG recordings, the patient's rhythm then transitioned to an idioventricular rhythm at 60 bpm with CPR artifact. The rhythm then degraded to vf with CPR/electrode lead fall off. At 19:03:49, the patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was obscured by CPR/electrode lead fall off. At 19:05:45, the patient received a 2nd non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was obscured by CPR/electrode lead fall off. At 19:07:31, the patient received a 3rd non-lifevest defibrillation the patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was obscured by CPR/electrode lead fall off. At 19:09: 25, the patient received the 4th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was obscured by CPR/electrode lead fall off. The rhythm then transitioned to an idioventricular rhythm from 20 bpm to 30 bpm with CPR/electrode lead fall off. The rhythm then degraded to vf with CPR/electrode lead fall off. At 19:14:34, the patient received a 5th non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was an idioventricular rhythm at 20 bpm. The rhythm then degraded again to vf with CPR/electrode lead fall off. At 19:17:11, the patient received a 6th non-lifevest defibrillation the patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was an idioventricular rhythm at 20 bpm. Lastly, the patient was last seen in an idioventricular rhythm at 20 bpm with CPR/electrode lead fall off until the electrode belt was disconnected at 19:18:21. There is no indication that a device malfunction caused or contributed to the patient's passing. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. CPR artifact prevented the lifevest from delivering additional treatments.